Manufacturer narrative:
Correction: deleted (B)(6) 2016, added (B)(6) 2016. Added.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not impacted. It was confirmed that the contact was able to load a cartridge successfully. Reportedly, the customer also experienced a bg level ranging in the 300s mg/dl and indicated that currently their bg level ranged in the 200s mg/dl. The bg level was addressed with a bolus via the pump. The contact declined any further troubleshooting.

Manufacturer narrative:
No failure identified for high bg reported issue.